Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had reached the elective replacement indicator (eri). There was an inquiry made about the timeframe until the device needed to be replaced. Boston scientific technical services (ts) discussed that this device was included in the (B)(6) 2007 shortened replacement window advisory population, and recommended replacing the device sooner than the typical ninety day timeframe. No adverse patient effects were reported. At this time, this device remains in service.

Event description:
Additional information was received that this device was explanted due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.